Event description:
This case, reported by a consumer, concerns a female patient. The patient medical history included diabetes type I since 1999 and familial risk factor, the patient sister also presented diabetes type I and no other familiar antecedent. There were no concomitant medications. The patient received human insulin nph (humulin nph), 40 iu in the morning and 20 iu in the evening, subcutaneously, for the treatment of diabetes type I, beginning in 1999. In 2007, approximately eight years after beginning the treatment via the humapen ergo teal/clear pen body (lot 40198) with a clear cartridge holder attached (unknown lot), the patient experienced thirst, mouth dryness and hyperglycemia. The patient was hospitalized on the same month. The blood glucose rates included values up to 400 mg/dl; the historical upper values for the patient glucose were around 150 and 170 mg/dl. According to the reporter, the patient was receiving human insulin nph (from another manufacturer) and regular insulin as corrective treatment during the hospitalization. The patient recovered from thirst and mouth dryness, but did not recover from hyperglycaemia (more lab data included blood glucose resulted in 345 mg/dl, date not specified), and discharged from hospital on a week later. The patient discontinued the treatment with human insulin nph (from another manufacturer). On three days later, the reporter stated that the patient blood glucose values were between 220 mg/dl and 370 mg/dl before lunch. The reporter also informed that on the following month, the patient experienced a low glycemia event (blood glucose resulted in 30 mg/dl), from which she recovered on the same day. The patient was currently receiving lilly human insulin nph and regular insulin for glycemia corrections. It was reported both device and drug were shared between the patient and her sister, who was also diabetic. It was unknown if the suspect drug was discontinued or not. This humapen ergo teal/clear pen body (lot 40198) with a clear cartridge holder attached (unknown lot) is associated with cid00566378. The patient was the operator of the device and was trained. The patient had used this device model over five years and the reported device for an unknown period. The device was returned to the manufacturer. The humapen ergo teal/clear pen body with a clear cartridge holder attached was switched to a humapen luxura model ms9663 (unknown lot). The human insulin nph lot number is a330078 and the expiration date is dec-2008. The human insulin nph is associated with another device. No further information was expected. Case closed. This case is cross-referenced to the case, which is associated with the same drug and device cids. Updated on 27-nov-2007. Per quality review. Recoded insulin to insulin suspension, nph. Updated correspondent fields. Updated narrative. Update 17-dec-2007: additional information received on 13-dec-2007 from initial reporter. Added the humapen ergo teal/clear pen body (lot 40198) with a clear cartridge holder attached (unknown lot) as the reported device. Added the original month, as hospitalization date. Added a blood glucose measurement resulted in 345 mg/dl. Added the patient experienced low glycemia on the day before from which she recovered on the same day. Added the reported device is associated with another device. Added the patient was currently receiving human insulin nph (other manufacturer) and regular insulin for glycemia corrections. Added the patient had used this device model over five years. Added the device was returned to the manufacturer. Added the reported device was switched to a humapen luxura. Added no information on suspect drug discontinuation was provided. Updated narrative and correspondent fields. Update 18-dec-2007: additional information received from lam. Added the patient was currently receiving the suspect drug and discontinued the human insulin nph from another manufacturer. Updated narrative and correspondent fields. Update 09-jan-2008 per internal review: added the device and drug were shared between the patient and her sister. Changed improper use from no to yes.

Manufacturer narrative:
Investigation in progress. Note: this is an initial report. A follow-up report will be submitted when the final evaluation is completed.